Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 events where patient forgot to remove needle guard before attempting to insert the needle on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.